Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer uses cold insulin to fill the cartridge. Technical support educated the customer on pump labeling instructions. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.